Event description:
Note: this MFR report pertains to the first of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2008-02974 for a description of the other device. It was reported to boston scientific corporation that halfway through a percutaneous nephrolithotomy procedure, the probe broke while inside the scope. The physician then used another probe, which also broke. The procedure was not completed because there were no other probes available. There were reportedly no complications to the patient.

Manufacturer narrative:
The lot number of the device is unknown; consequently, the manufacture date and expiration date cannot be determined. Customer complaint confirmed. The probe is broken. Broken probes are the result of the user placing side loads on the probe during use.